Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that urethral erosion was discovered two weeks ago during an exam for and unrelated condition. The patient did not experience any symptoms outside of urethral burning during urination and continued to remain dry with a working implant so did not suspect any issues involving the implant or the location of the implant. A surgical procedure was performed and only the cuff was removed and replaced. No implant malfunction is suspected. Patient status following revision is uncomplicated.